Event description:
Under direct vision, the accucise catheter was easily passed to the r. Ureteropelvic junction. The cutting guide was placed just laterally. They then placed 0.7cc in the balloon and added another cc, cutting current 75 watt, the upf was cut. At the end of this it was noted that the wire had broken in the mid portion. The doctor kept the balloon dilated for 10 minutes and there was noted to be some extravasation of urine. He then gently pulled back but it looked like the wire was catching thus it was placed back up into the renal pelvis. Another surgeon was consulted and the accucise catheter was cut. A ureteral catheter was inserted, anchored, and sutured in place. The accucise catheter which had been cut was anchored to this and sutured in place. This was placed to straight drainage. The patient was awakened and taken to interventional radiology for percutaneous access and removal which was performed successfully.